Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a follow-up, low sensing and high threshold were observed. It was noted that the r-waves gradually decreased since april 20th. Scheduled follow-ups still showed low sensing and high thresh old. X-ray did not reveal dislodgement. The patient will be followed up at the end of february.